Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 78 mm abdominal aortic aneurysm. It was reported that the patient presented with claudication symptoms when they returned for follow up 4 months later. An ultrasound showed left limb occlusion and an angio carried out also verified the occlusion. A wire was attempted to be passed into the limb retrograde as well as antegrade without success. The angio showed a patent right and left hypogastric with collateral flow and there was flow in the lower extremities. The physician opted to not proceed with intervention but to follow the patient for the moment. As per the physician, the cause of the event was anatomy. The physician felt that the distal end of the left limb was at a tortuous part of the common iliac artery causing flow issues that did not show up in the initial completion angio or the one month follow up. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the left limb occlusion and claudication reported at ~3 months post-implant could not be determined from the films provided. Films during implant were not available and the blood flow dynamics could not be assessed from the CT¿s provided. Films from the occlusion event at 3 month were also not available and the reported event could not be assessed. It is possible that the acute vessel angulation seen at the take-off of the lcia may have contributed to the occlusion. The pre-existing aaa and iliac thrombus and calcification, as well as the small and calcified distal aorta may have been factors. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.